Manufacturer narrative:
Date of event was reported in multiple timelines: ins being dead = 5-6 months ago; retention: 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient¿s ins was dead. This occurred 5-6 month ago. The patient stated that they could not empty their bladder and was using catheters again (since 2018). It was noted that the patient did not have a managing physician and was sent physician listings. There were no further complications reported or anticipated.